Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.

Event description:
This is a spontaneous report by a physician from (B)(6) of break in aseptic technique and sterile peritonitis in a (B)(6) male patient coincident with physioneal, unspecified product therapy. This is one of multiple reports by same reporter. On (B)(6) 2010, the patient began treatment with physioneal, unspecified product therapy (dose, frequency and lot number not reported) intraperitoneally (ip) for automated peritoneal dialysis (apd), (off label use). The physician confirmed that in (B)(6) 2010, a break in aseptic technique occurred, described as miniset cap disconnected with closed twist color. On (B)(6) 2010, the patient experienced sterile peritonitis which did not require hospitalization. On (B)(6) 2010, the patient began remedial therapy with cefazoline (200mg/l, frequency not reported, ip) and ceftazidime (250 mg/l, frequency not reported, ip). On (B)(6) 2010, ceftazidime was discontinued. On (B)(6) 2011, cefazoline was discontinued. It was not reported whether the patient was retrained in aseptic technique. Physioneal, unspecified product therapy was ongoing. On an unreported date, the event of sterile peritonitis had resolved. The physician considered the event of sterile peritonitis to be possibly related to physioneal, unspecified product therapy. The physician did not provide an assessment of causality for the event of break in aseptic technique.